Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: additional information provided. H3, h6: visual inspection: actual device was not returned to customer quality (cq) as of june 5, 2019. Visual inspection performed at cq of the complaint device in complaint file attachment confirmed the condition of device breakage, which agrees with the reported complaint condition. The distal tip appears to have broken off at an oblique angle. No other damage or observations could be identified from the provided image. The received image condition agrees with the complaint description. The complaint is confirmed. The cause of the issue was not determined to be use error, misuse/abuse, non-compliance, post-operative trauma. Manufacturing record evaluation: manufacturing record evaluation was unable to be performed since the lot number was unknown. Document/specification review: no product design issues or discrepancies were observed during this investigation. Investigation conclusion: a definitive assignable root cause for the device breaking could not be determined based on the provided information. The oblique fracture angle suggests that an off-axis force may have contributed. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2019, when the surgeon was performing the perforation, the tip of the stepped reamer/drill was fractured during an orthopedic procedure. The fragment was recovered that was very small and did not remain inside the patient. The surgeon made the brocade and placement of the unknown screw. The surgeon did not perform augmentation because he did not apply for this case. This was followed by the placement of the implants. There was no surgical delay reported. The procedure was completed and ended without any complication. There was no patient consequence. This report is for one (1) 6mm/9mm cannulated stepped drill bit : this is report 1 of 1 for (B)(4).